Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-02244 / 02245).

Event description:
Patient's left hip was revised approximately 2 years post-implantation due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: bone cement - catalogue: 402283, lot: 892530. Patella - catalogue: 11-150842, lot: 938510. Stem - catalogue: 141622, lot: 108030. Femoral augment - catalogue: 184246, lot: 809500. Femur - catalogue: 183326, lot: 599600. Tibial stem - catalogue: 141514, lot: 187010. Femoral augment - catalogue: 184146, lot: 150550. Stem - catalogue: 141618, lot: 346100. This follow-up report is being filed to relay corrected information.

Event description:
Patient's left knee was revised approximately 2 years post-implantation due to unknown reasons.